Event description:
Pt (patient) had an epidural catheter placed intraoperatively for pain control following a multi-level posterior spinal fusion. When pa (physician assistant) was revving the catheter it separated and a section of the catheter remained in the pts back. The pt returned to or (operating room) later that afternoon for an exploration of the post-op lumbar wound and removal of retained epidural catheter. The segment was successfully removed. Both anesthesiologists and the surgeon feel that the catheter was defective.